Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Manufacturer narrative:
Staff member was treated in the emergency room and by an eye doctor. Eye was reported to have healed nicely and staff member returned to work the next day. As of january 12th, staff member is doing fine.

Manufacturer narrative:
The staff member was helping an employee change the chemical and was not wearing ppe in accordance with the instructions for use. She was seen by a physician, treated and released. Several attempts were made to obtain date of incident and follow-up information from the facility. No device problem, employee assisted in changing rapicide, no evaluation needed.